Event description:
High lv (left ventricular) threshold, polarity switch, high lv impedance warning, right atrial (ra) lead oversensing and possible noise on at/af (atrial tachycardia/atrial fibrillation) episodes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5146403.